Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose registered as "high," though the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump and did not require third-party assistance. The customer changed cartridge and infusion set to address the issue.